Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the red light of the ¿spanner¿ was blinking on the power module device. During the pre-repair diagnostics assessment, it was determined that the device malfunctioned and there was liquid damage. It was determined that the electronic control unit (ecu) was faulty. It was further determined that the device failed for information button and self-test, charging and checking of power module in charger, function· test and for check indicator - liquid damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.